Event description:
The customer alleged that the unit had intermittent output that led to the patient losing blood. As a result the surgery was prolonged by approximately 10 minutes. There was no further harm to the patient. The surgeon relied on pressure and monsels solution to get hemostasis with the patient.

Manufacturer narrative:
The unit was received in the repair department on (B)(6) 2023 a quote was sent to the customer. The repair was completed, and the information was sent to symmetry on (B)(6) 2023 issue not confirmed for intermittent output in coag. The unit was put through a 20-minute coag burn-in with the output monitored on an oscilloscope with no issues found. Outputs in all modes are within specifications and stable. Received with dent on the top right back corner. The handpiece was tested with the unit with no issue found. See attached final repair report. Further review with the customer was held during repair of the generator. Reference attached email showing customer responses to MDR/setup/use questions. Review by clinical team was completed. It was found that the end user is using a very high power setting (cut 80w and coag 60w). Recommendations for leep procedure from clinical team were: "starting settings for leep is blend 1 or 2 @ 30 watts and spray/fulguration @ 30 watts. Customer will need to increase by 2 watt if they need more energy to cut or coag". Clinical team also gave recommendation: " if using coagulation mode and there is a lot of fluid it would be best to use the spray/fulguration mode instead of coagulation. The spay mode is more aggressive and coagulate the tissue better in a fluid environment while cause less tissue damage.". Root cause is determined to be customer setup/use of the device. Complaint confirmed via information received from the customer. Based on the above information, no further actions are required. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or information pertinent to the investigation, a follow up report will be submitted.